Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: analysis identified that the conductors were crushed; there was no impact to electrical functionality. Continuation of d10: product ID 97800 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type implantable neurostimu lator product ID neu_wrench_acc lot# serial# unknown implanted: explanted: product type accessory product ID 978b128 lot# va2yhrq serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that in the procedure they had impedance issues on 0 and 1. They did troubleshooting which did not work. They took the ins out of the pocket, took the lead out of ins, made sure the lead was dry, and placed again(made sure was blue all the way to the end). Ran impedance multiple times with have 0 and 1 completely impeded each time. They then opened an ins not knowing if the lead or the ins was the issue. They opened the new ins placed new ins and still had impedance issues on 0 and 1. They then changed out the lead placed ins and had no issues with the new lead. 2024-nov-24 e1 (rep): no new information.

Manufacturer narrative:
Continuation of d10: product ID 97800, serial# (B)(6), implanted: (B)(6) 2024, product type implantable neurostim ulator product ID 978b128, lot# va2yhrq, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.